Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7164582 model/catalog description: linear st lead kit 50 cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7164565 model/catalog description: linear st lead kit 50 cm unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient's body was rejecting the spinal cord stimulation (scs) system and the patient was experiencing weight loss, pain and weakness. The physician does not believe that the spinal cord stimulator was causing those symptoms. The patient underwent a procedure wherein the ipg and spinal cord stimulator (scs) leads were explanted and the explanted devices were discarded by the medical facility and will not be returned.